Event description:
This event was reported as bacterial endocarditis, source unknown; with abscess on aorta large vegetations on the leaflet of the pt's natural mitral valve; no further info was provided.